Event description:
Procedure type: lung wedge resection. According to the reporter: during the procedure, the stapling device was unable to open after stapling. Knife did not cut, but it was reported the staple line was done. The staple device was removed in the closed position. Extension of surgery time was more than 30 minutes, in order to get the instrument out of the patient. They had to call in a second surgeon, the reload was post-operatively separated from the tissue with help from some tool. There was unanticipated tissue loss. The incision was extended by more than 1 inch. No blood loss of more than 500 cc, no unanticipated or irreversible damage to vascular tissue, nothing fell into patient cavity, no reinforcement material used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).